Event description:
It was observed by physio-control during regularly scheduled product maintenance that the device would not deliver defibrillation therapy above 10 joules. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio reported the therapy pcb and the biphasic and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.